Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review of the transmission the defibrillator exhibited backup vvi operation. The patient was in hospice and hv therapy on the device was electively disabled. A device download was performed successfully. The patient was in a stable condition prior, during and after the interrogation.